Manufacturer narrative:
Concomitant medical product: nv crown cup clstr hole 52mm group 2 (cat# 180-01-52 / serial# (B)(4)). As reported, the liner was revised due to osteolysis in the center of the acetabulum. The device will not return. Patient was last known to be in stable condition following the event. This device was used for treatment, not diagnosis. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is most likely patient conditions, however; cannot be confirmed as the device was not returned for evaluation.

Event description:
As reported, the liner was revised due to osteolysis in the center of the acetabulum. The device will not return. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
After further review of additional information received the following sections d9, g4, g7 and h2 have been updated accordingly. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of the position of the acetabular cup and edge loading, a combination of a thin liner and large femoral head, the use of a lateralized liner, and/or off-label use from combining exactech acetabular components with another manufacturer¿s femoral components, which led to wear of the acetabular liner. In march, 2021, exactech received user mir reports from bfarm related to 4 cases reported by surgeons at westersede hospital in germany for wear of the gxl polyethylene acetabula liner. Further investigation with the surgeons at westerstede revealed that they had 18 patients (11 unilateral and 7 bilateral), with 22 gxl liners that were exhibiting signs of wear potentially requiring revision. The following complaints were entered into the global complaint handling system to document the analyses of these cases and vigilance reporting report. The mechanisms of wear of polyethylene acetabular liners are clinically well known in total hip arthroplasty (tha). ¿conventional¿ uhmwpe has good mechanical properties but is inherently prone to wear. ¿highly¿ cross linking has helped with wear but increased risk of liner fractures when used with modern locking mechanisms, large heads, thinner liners. Cup malposition can further lead to edge loading/early fracture; thus, some companies chose to use ¿moderate¿ x linking of the polyethylene liner to optimize fracture resistance and improve wear properties. Exactech took this approach with the gxl moderately crosslinked acetabular liner. In a worldwide analysis of gxl failures, common characteristics revealed that components positioned with anteversion and/or abduction (often seen with anterior approaches) result in edge loading of the gxl liner. This is combination with large femoral heads with thinnest liner, and/or lateralized or face changing liners further increases the risk for wear of the gxl liner ( ~2.ox greater and ~2.5x greater, respectively). Westerstede hospital provided 18 sets of x-rays (11 unilateral hip/7 bilat) and clinical notes (de-identified) for all reported patients. Dr. Sharat kusuma received and analyzed all data in collaboration with the westerstede surgeons. The findings were as follows: · average cup abduction on ap xray: 51° (range 45 65) · 16/25 (64%) had evidence of edge loading · 16/25 (64%) were thin inlays/large femoral heads · 96% of cups were well fixed in conclusion, it was determined that most of these are best treated with liner exchange; however, 2-3 patients may potentially require revision of entire construct (inlay + shell) due to loosening of the acetabular shell. The surgeons at westerstede hospital have determine that optimal treatment course for these patients is exchange of gxl to exactech¿s highly crosslinked xle liner. As the xle liner is not approved for use in germany, they are actively seeking special access approval/humanitarian use exemption from the germany authority, bfarm.